Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the endoscope was foggy. There was no report of patient harm. However, it is unknown if fragments fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the customer, but no additional information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint of foggy vision. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to a transmittance test failure. The endoscope was also tested and place on an in-house system for cable testing failed due to wpb defect.